Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer performed the load process without fully tightening the luer lock. Contact reported customer experienced an elevated blood glucose (bg) level of 500 (mg/dl) and delivered a manual injection. During troubleshooting with tandem's technical support, contact was guided through disconnecting from site and verifying fill tubing was completed. Customer was able to resume insulin therapy.